Event description:
It was reported that three way 22fr foley catheter ruptured inside urethera after 7 hours. Clinical consequences: none.

Manufacturer narrative:
(B)(4). Device history record reviewed for the affected product provided and library sample was tested for 14 days immersion test at 37 2 c. After completion of 14 days immersion test, balloon volume retained for 14 days without any issues. This product was tested for rupture test as per pqa 002 by continuously inflating the balloon with ro water by using a syringe until burst/rupture occurs. The measured rupture volume is 240ml, which denotes the product passes the requirement. Based on the results, we could not establish any potential root cause related to manufacturing process. Since this is a critical issue, we take adequate care in manufacturing. Therefore , all employees (dippers, assembly persons, inspection and finishing operators) were informed about this complaint and its impact on the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that three way 22fr foley catheter ruptured inside urethra after 7 hours. Clinical consequences: none.